Event description:
A patient underwent a port placement procedure using x port isp implantable port. Sometimes post a port placement, it was reported that the catheter was allegedly found complete fractured and migrated into right atrium. Furthermore, the migrated device was removed by interventional cardiologist. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one x port isp implantable port with an attached groshong catheter in two segments were returned for evaluations. Visual, microscopic, tactile and functional evaluations were performed. The complaint sample appeared to have residue throughout. The distal catheter segment was returned and measured approximately 14.8cm in length. A partial circumferential break was noted approximately 2.9cm from the proximal end of the distal catheter segment. Multiple kinks were noted throughout the distal catheter segment. The edges of the complete compound break on the distal end of the attached catheter were noted to be uneven. The surface was noted to be granular throughout. The edges of the complete compound break on the proximal end of the distal catheter segment were noted to be uneven. The surface was noted to be granular throughout. The edges of the partial circumferential break on the distal catheter segment were noted to be uneven. The surface was noted to be round and smooth in both regions. Some areas were still attached together. The investigation is confirmed for reported fracture, material separation and identified catheter wear and deformation issues. However, the investigation is inconclusive for the reported catheter migration issue as the exact circumstances at the time of the reported event cannot be verified from the returned physical sample. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using x-port isp implantable port. Sometimes later placement, it was reported that the catheter was allegedly fractured and migrated into right artium. Furthermore, the migrated device was removed by interventional cardiologist. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection / evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device / patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.